Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in process.

Manufacturer narrative:
No customer product returns were received for evaluation. The instrument result logs were reviewed. The sodium results in question were flagged low. The post ict reference solution (iref) millivolt (mv) readings for the suspect sodium results were depressed by up to 2.8 mvs, which indicates this patient's samples had a residual effect on the sodium electrode membrane. The patient's samples alone do not cause the depressed sodium results as normal results are generated when the samples are tested on a different ict module. The available information indicates the sodium membrane of ict module had been exposed to aging and an unknown contaminant which interacts with an unknown interfernet/contaminant unique to this particular patient's samples. The issue was resolved by installing a different ict module or testing the samples on a different methodology. A 12 month complaint review and a review of tracking and trending for ict module did not identify a related product issue or adverse trend. The architect system operations manual and ict sample diluent package insert provide adequate information with regard to the reported issue. Based on the evaluation performed a deficiency is not identified.

Event description:
The account generated a falsely depressed sodium of 120 mmol/l processed on the architect c4000 that was questioned. A new sample was drawn and tested on the same analyzer with sodium of 116 mmol/l. The patient was admitted to the hospital based on the low sodium values. After admittance, a new sample was drawn and tested sodium of 117 mmol/l on the same architect analyzer. The next day, a new sample tested sodium of 139 mmol/l on another architect analyzer. The samples were tested with vitros method with normal sodium values. The account uses a sodium normal range of 136 to 145 mmol/l. While in the hospital the patient received an IV with normal saline, an EKG and a cat scan. Through troubleshooting the account reran samples from the patient generating depressed sodium of 118, 118, 117, 116, 120, 116, 120, 116, 122 mmol/l. All samples tested in normal range when processed on another architect analyzer and vitros method.